Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) dislodged to the hepatic vein. During retrieval, the helix on the lp deformed. After the lp was removed from the patient, it separated from the retrieval catheter prematurely. A different lp was used to complete the procedure. There were no patient consequences.